Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it is as if a small "stick" sticks out where the suture attaches to the needle. And when pulled through the tissue the needle jumped off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Seventeen unopened samples were received for analysis. Product code pdp9261t. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were open, and the swage and attachment area were noted to be as expected. However, in two samples the insertion of the suture is not totally confined inside of the channel of the needle, resulting in a protrusion defect. Due to this inconsistency, the four remaining samples were inspected, and one sample was found with protrusion. No anomalies were observed in the other three samples. Following the sampling plan the pull force test was performed at thirteen samples using instron equipment and the tensile strength was greater than the minimum requirements. Additionally, the sutures were examined along the strand and no issues related to fraying suture or anomalies were observed during the evaluation. Based on the information currently available, the protrusion was identified during the investigation of the samples received. This product issue will be addressed through the ethicon quality system. . H3 analysis: the product was returned to ethicon for evaluation. Three winding formers, each with an unused needle suture combination were received for analysis. Product code pdp9261t. Upon visual analysis of the needle sutures, the closure of the channel area was noted to be as expected. However, the insertion of the sutures is not totally confined inside of the channel of the needles, resulting in a protrusion defect. In the inspection of the sutures no issue related to fraying suture or anomalies were observed during evaluation. Based on the information currently available, the protrusion was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h3, h6, h11. Investigation summary: the product was returned to ethicon for evaluation. Seventeen unopened samples were received for analysis. Product code pdp9261t. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were open, and the swage and attachment area were noted to be as expected. However, in two samples the insertion of the suture is not totally confined inside of the channel of the needle, resulting in a protrusion defect. Due to this inconsistency, the four remaining samples were inspected, and one sample was found with protrusion. No anomalies were observed in the other three samples. Following the sampling plan the pull force test was performed in all samples using instron equipment and the tensile strength was greater than the minimum requirements. Additionally, the sutures were examined along the strand and no issues related to fraying suture or anomalies were observed during the evaluation. Based on the information currently available, the protrusion was identified during the investigation of the samples received. This product issue will be addressed through the ethicon quality system.